Manufacturer narrative:
(B)(4). Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering inflated the balloon, and it was determined that the leakage was caused by a tear on the edge of the balloon. During the manufacturing process, all kii balloon blunt tip trocars are thoroughly inspected and leak tested for functionality and performance prior to packaging. Based on the evaluation of the returned product, this damage to the balloon most likely resulted from contact to the balloon with an instrument. Any type of interaction with a sharp or abrasive object can compromise the integrity of the trocar balloon. The instructions for use states, "do not allow sharp instruments or objects to come into contact with the balloon. Use caution around metal clamps, staple lines and during secondary port placement." Engineering is currently researching possible device enhancements intended to further minimize the potential for balloon damage to occur. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap nephrectomy - "balloon lost pressure and would not reinflate. Converted to open procedure, as pnemo pressure being lost. Patients bp crashed, but cannot say if this was due to port or patients general poor health." Type of intervention- "converted to open surgery", patient status - "in recovery- waking up. No harm".